Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was returned for power loss alarm and replace battery now alarm confirmed in the formatted history file. Detailed trace analysis confirmed the pump alarmed power loss alarm and replace battery now alarm was triggered due to connector resistance issues. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. No unexpected power error alarm 25 noted during testing or in the history file. Unit also had a missing reservoir tube o-ring, minor scratched display window; damaged (scratched) display window cover, scratched case, fading serial number label, pillowing keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive power loss alarm and replace battery now alarms. Insulin pump did not receive a low battery alert prior to replace battery alarm. Customer's blood glucose was 305 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.